Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The MRI was not related to the pump. The reason for the MRI was unknown but it was not pump related. Patient symptoms included withdrawal. The physician was aware. The patient received medical treatment in urgent care under implanting physician¿s care. The patient¿s weight was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was malignant pain. The date of the event was (B)(6) 2019. It was reported the patient had magnetic resonance imaging (MRI) on (B)(6) 2019 but did not have the pump checked post-MRI. A motor stall was seen at initial interrogation. The clinic interrogated her pump an hour ago but did not see a motor stall recovery at that time. It was unknown if the MRI was due to a problem with the device or therapy. The pump recovered in the morning on (B)(6) 2019. No symptoms were reported. No further complications were reported.